Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm while working outside in hot weather. Subsequently, customer received a low power alert and the battery gauge showed 5%. The customer stated the pump battery was at 75% that morning. The customer then received an undefined malfunction. The pump was blinking red however was otherwise unresponsive. The customer's blood glucose level was 103 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.